Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 594 mg/dl. Customer advised their infusion set cannula had pulled out which is resulting in high blood glucose levels and sensor error alarm. Customer's isig value is 0.04 and they advised the electrode does not seem to be inside their body.